Event description:
It was reported that there was a hematoma. The patient underwent a concomitant pulse field ablation (pfa) and a left atrial appendage (laa) closure procedure. The physician attempted to gain venous access three (3) times and put in a perclose device that did not work before proceeding with the concomitant procedure. A faradrive sheath was used and ablation with the farawave catheter was successfully completed. The faradrive sheath was removed from the patient, and the ablation procedure was completed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician inserted the was into the patient when it was noted that a hematoma developed at the access site. There was bleeding around the insertion site and when manual pressure was removed the hematoma became larger. Manual pressure was applied and the laa closure procedure was continued. The physician positioned the was in the laa of the patient and then inserted the wds. Two closure devices were deployed in the patient, but neither was successfully implanted. The bleeding at the groin site was getting worse so the physician ended the laa closure procedure with no closure device implanted in the patient. Manual pressure was performed to resolve the event. There was no other treatment or intervention performed for the patient. No other complications were reported to have occurred as a result of this event. The patient is expected to make a full recovery.